Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that while being used as a temporary pacing lead, the lead helix would not extend or retract properly. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary:the full lead was returned and analyzed. Analysis revealed no anomalies were found. Of note, the distal low voltage electrode of the lead was covered in blood.